Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, progression of the underlying disease led to the need for a partial removal and revision surgery. The genesys spine implants are not believed to have contributed to the progression of the underlying disease as they were found to be fully intact and there were no signs of infection reported.

Event description:
On (B)(6) 2019 a patient underwent a one-level lumbar fusion. On (B)(6) 2020 the patient underwent a removal and revision surgery due to progression of the underlying disease. Only the genesys spine lock screws and rods were removed in order for the surgeon to extend the construct to treat the adjacent levels. No pedicle screws were removed. At the time of the removal and revision, there were no signs of infection and the lock screws and rods were removed intact. The genesys spine lock screws were replaced and the construct was extended with a competitor's product.